Event description:
Bowel injury near face of sacrum. Discovered at time of surgery. Anterieurs surgeon repaired injury with no colostomy. Pt given antibiotics and held in hosp for observation for a few days.

Manufacturer narrative:
No written report was received from reporter or user facility. It is not known to the MFR whether or not the user facility is reported to FDA. The training, manufacturing process, design, inspection, testing, lot records, etc were evaluated.